Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly while surgeon placed the appropriate size femoral trial (kftcmr1l) on the distal femur using the femoral holder/driver (k0011100), they was stuck. Surgeon could not release the femoral holder/driver.